Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 3000tfx aortic valve is being worked up for a valve-in-valve procedure after an implant duration of 4 years, 5 months due to unknown reason. No other details were provided.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections d4 (expiration date), h4, h6 (component code, type of investigation, investigation findings, investigation conclusions). Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The root cause of this event cannot be conclusively determined with the available information. However, patient and/or procedural factors likely caused or contributed. The subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b5, b7, d4 (UDI number), h6 (health effect - impact code, health effect - clinical code, device code, type of investigation). H10: corrected data: corrected section b2.

Event description:
It was reported that a patient with a 21mm 3000tfx aortic valve underwent a valve-in-valve procedure after an implant duration of four (4) years, six (6) months due to severe stenosis and patient prosthesis mismatch. The patient presented symptoms of heart failure. Tavr was performed with a 23mm 9750tfx transcatheter valve. The procedure was successful, and the patient was taken to recovery in stable condition.